Manufacturer narrative:
UDI: (B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the conformable gore® tag® thoracic endoprosthesis instructions for use, complications associated with the use of the gore® tag® thoracic endoprosthesis that may occur and/or require intervention include, but are not limited to endoleak. Further, users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. (B)(4).

Event description:
The following was reported to gore: on (B)(6) 2016, the patient presented with a thoracic aortic aneurysm that was treated with a conformable gore® tag® thoracic endoprostheses. On (B)(6) 2016, a type ii endoleak was identified and successfully treated on (B)(6) 2016 with the implantation of a t-branch device. The patient tolerated the procedure.

Event description:
The following was reported to gore: on (B)(6) 2016, the patient presented with a thoracic aortic aneurysm that was treated with a conformable gore® tag® thoracic endoprostheses. On (B)(6) 2016, a type 2 thoracoabdominal aortic aneurysm was successfully treated with the implantation of a t-branch device. No endoleak or reintervention to the initial implant of the conformable gore® tag® thoracic endoprostheses was reported. The patient tolerated the procedure.

Manufacturer narrative:
Medwatch # 2017233-2018-00060 was sent in error. Additional received information determined that this event is not reportable to the FDA and therefore the medwatch will be retracted.